Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the aspiration chamber of the cassette leaked and caused test failure before a vitrectomy procedure. The product was replaced and the procedure was completed. There was no impact on the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the twelfth complaint for the finish goods lot; however, the tenth for this issue. The device history record shows the product was released per specifications. A sample has not yet been received; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).